Event description:
It was reported that a pump had an upstream occlusion alarm. There were no known tubing kinks or closed clamps. The batteries were removed and the tubing was clamped. The cassette was not removed. The batteries were reinserted and the pump was turned on but the alarm returned. The patient was not affected. There was no patient injury reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 19-apr-2019 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.